Event description:
It was reported that during an implant procedure when advancing an extra-stiff wire to the superior vena cava (svc), the vessel was found to be tortuous, and the wire entered directly from the inferior vena cava (ivc) into the right atrial appendage (raa), pressing against the raa multiple times. When the right ventricular leadless pacemaker (rvlp) was inserted in the right ventricle, the patient's blood pressure oxygen saturation dropped indicating cardiac arrest. While performing cardiac massage, it was noted on echocardiography that there was a small pericardial effusion. The patient's condition stabilized with the introduction of extracorporeal membrane oxygenation (ECMO). It is believed that the extra-stiff wire had perforated the heart prior to the introduction of the rvlp. The patient condition was unstable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received notes that the physician elected to withdraw the procedure without placing the leadless pacemaker. The patient condition was stable.